Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the device was not inflating due to a fluid leak caused by a hole in the balloon. A new aus was implanted and there were no patient complications reported.